Event description:
Medtronic received information that 7 years post implant of this 23mm aortic bioprosthetic valve, "higher-grade" aortic regurgitation was reported. Subsequently 33 days later, the patient successfully had an aortic valve-in-valve replacement with a transcatheter valve. No additional adverse patient effects were reported.

Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.